Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had an overwritten history file, minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported a motor error alarm on the insulin pump while changing out the reservoir. She stated that she was able to clear it but that it occurred again. The blood glucose reading was 347 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.